Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, multiple episodes of post-paced t wave oversensing were noted on the device. Technical support was contacted, and programming recommendations were provided. No intervention has been performed, and the device is currently being monitored. The patient was stable following this event with no adverse health consequences.